Manufacturer narrative:
Zimvie complaint number (B)(4). H10: additional narrative. Device history record (DHR) review was completed for the subject lot number 00030156. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. DHR has been uploaded, product is shown to be sterilized but records do not show an op or st number. It appears as if the product has an expiration date of march 2004. Nevertheless, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review was performed for the reported lot number 00030156 for similar events and no other complaint was identified. Review completed utilizing keywords: peri-implantitis a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: premarket identification k011028/k013227.

Event description:
Doctor reported that implant was removed due to peri-implantitis. Patient referred pain. Patient will return to complete the procedure.

Event description:
Doctor reported that implant at tooth site 11 was removed due to peri-implantitis. Patient referred pain. Patient will return to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.